Event description:
The customer reported that during use of this drill in an oral surgical procedure, it got hot and wobbled. The user felt the heat in the body of the handpiece and discontinued use. An alternate device was used to complete the procedure as intended. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating and wobbles due to collet failure. The bur guard in use at the time of this event was not received for evaluation. The instruction manual for this handpiece warns the user of the following: ensure all attachments and accessories are correctly and completely attached to the handpiece. Perform the required performance tests prior to each use. Operate the drill at maximum speed for one minute and monitor for any of the following. Excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. The drill not operating up to its maximum present speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on the console. In addition, the user is instructed to continuously monitor for heat during use of this device and if noted, discontinue use and return for service. Overheating can lead to possible burn or injury to the patient or medical personnel.